Manufacturer narrative:
(B)(4) forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the aiming beam housing was observed to be broken and the aiming beam was firing straight out of the fiber. The fiber was replace and the procedure completed using a second surgical fiber. There was no patient injury reported.